Event description:
It was reported to medtronic minimed that the customer reported pump is warm, hot, or overheating. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued use of the device. Product mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank display. Unable to perform the displacement test, displacement accuracy test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Unit was monitored and device heating up anomalies noted. Pump was cut open to perform visual inspection and moisture damage on the [pcba 1 / pcba 2 / force sensor / motor].¿ swapped pcba 1 board with a test board and pump powered up properly. In addition, after swapping pcba 1 with a test board, pump was monitored and no device heating up anomalies noted. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Device heating up and blank display confirmed during testing due to severe moisture damage on the pcba 1 board. Moisture exposure confirmed on the [pcba 1 / pcba 2 / force sensor / motor]. Unable to download history files and traces due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.